Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for balloon burst was unable to be confirmed as no device was returned and no images were provided to provide evidence of a device failure. Available information suggests severe calcification likely contributed to the event as procedural notes indicate that 'delivery balloon ruptured on stj calcium.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 20 mm sapien 3 ultra resilia valve in surgical valve in the aortic position, the balloon ruptured on severe stj calcium. The balloon was inflated slowly to full inflation and the valve was deployed. The operator kept the balloon inflated for a five second hold. On the first second of a five second count is when the balloon burst. The system was removed without issue and the patient is doing well. The burst was a "longitudinal tear". The valve was successfully expanded so post dilation was not necessary.

Manufacturer narrative:
Investigation is ongoing.